Manufacturer narrative:
Device eval in progress, but not yet concluded.

Event description:
The user reported the monitor displayed error code "d test failed" when the device was powered on. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.